Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank without an alarm. The customer changed the battery the next day and received a battery out limit alarm. The blood glucose at the time of the incident was 194 mg/dl. The customer stated that the battery cap had a spot of corrosion. It was advised to discontinue the use of the insulin pump until receiving a new battery cap. The device will not be returned for analysis.